Manufacturer narrative:
Failure to open. According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during the treatment of an esophageal bleed. According to the complainant, during the procedure, the resolution clip device would not open. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The patient's status was reported as fine.